Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacture for evaluation. The investigation is currently underway. Section a through d - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atm unknown) during the fourth inflation in an a/v fistula. The balloon catheter was retracted through the sheath with difficulty. No further treatment was provided. There was no reported patient injury.